Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device stopped working. During the revision surgery, previous scarring that encapsulated the pump was noted. The physician irrigated the scrotum and repositioned the pump. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU).